Event description:
A customer from (B)(6) reported to biomérieux a controller issue in association with the bact alert® control module. The customer reported the bact alert® system stopped working during the weekend which affected the processing of approximately 1061 bottles. The bact/alert® 3d cpu / flash memory failed and a fse (field service engineer) site visit was required to resolve the issue. More than one hour of bottle readings was lost due to the down system, then the data restore caused the incubated bottles to be detected as anonymous. All affected bottles inside the system were subcultured and had a gram stain. The customer reported that greater than 160 bottles were positive and greater than 800 bottles were negative. A terminal subculture was performed on all negative bottles for 48 hours, hence there was a delay in reporting. The delay was 48 hours for all negative bottles. There were approximately 1100 bottles that needed to be resolved. There is no indication or report from the customer to biomérieux that the delay of results led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was opened because the control module on the bact/alert® 3d instrument stopped working and would not boot up. The instrument was down. No results are expected from a nonfunctional instrument. Additionally, the instrument displays instrument fault code 80 when more than 6 consecutive readings are missed. This code instructs the customer to subculture the bottles. The root cause was determined to be a failed compact flash card.